Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The error was confirmed in the event history log. Occlusion testing was performed, and the issue was confirmed. The issue was due to multiple components. The analyst replaced the worm coupling, worm gear and motor bracket.

Event description:
Information was received indicating that the medfusion 4000 pump displayed a motor rate error. There were no adverse events reported.